Event description:
Detected in 1996 that the zimmer products used were not compatible. It was decided not to do anything unless clinical reasons prevailed. Three years post-operatively, devices were removed and replaced.